Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown biomet screw fractured.

Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The screw head was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. A singular root cause could not be determined. Alleged event was confirmed following inspection. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.